Event description:
It was reported that during a procedure the guiding catheter was placed and then a 4 fr non-abbott catheter was advanced inside. The 2.5 x 23 mm xience prime stent delivery system (sds) was advanced inside the catheter but became stuck. The devices were removed from the anatomy as a system and once outside were separated. A new smaller size xience prime sds was advanced through the same non-abbott catheter without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the stent implant had become dislodged and was not returned.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that a 4-french non-abbott guiding catheter was used during the procedure. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states use guiding catheters of 5-french or larger. It is likely that any resistance noted during positioning and removal of the sds from the guiding catheter likely occurred because the guiding catheter used was the incorrect size with too small of an inner diameter (ID). Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: the device was returned for evaluation. The reported difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that a 4-french non-abbott guiding catheter was used during the procedure. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states use guiding catheters of 5-french or larger. It is likely that any resistance noted during positioning and removal of the sds from the guiding catheter likely occurred because the guiding catheter used was the incorrect size with too small of an inner diameter (ID). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guiding catheter/sheath selection. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.